Event description:
It was reported that a shaft break occurred. A 10mm x 3.00mm wolverine cutting balloon was advanced to dilate the target lesion, but when device was removed from the patient, it was noticed that a shaft break occurred. The device was completely removed. The procedure was completed with this device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 10mm x 3.00mm wolverine cutting balloon was returned for analysis. A visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at 48 cm distally from the strain relief. Multiple hypotube kink was also noted on the length of the device.

Event description:
It was reported that a shaft break occurred. A 10mm x 3.00mm wolverine cutting balloon was advanced to dilate the target lesion. When the device was removed from the patient, it was noticed that a shaft break occurred. The device was completely removed. The procedure was completed with this device. No patient complications resulted in relation to this event and the patient was reported to be fine following the procedure.